Event description:
It was reported that this pacemaker was explanted due to a product performance issue. This pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Event description:
It was reported that this pacemaker was explanted due to a product performance issue. This pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. Additional information indicated that the device was prophylactically replaced in relation to a recent battery impedance advisory. The explant and replacement procedure was successfully performed, and a new device was implanted. This pacemaker is expected to be returned.